Event description:
It was reported that it was impossible to perform the manual prime on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to loose drive support disk. Unit had missing end cap sticker.